Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged, and the device would not run. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for noticeable untrue running, and check for air leak. It was noted in the service order that the device was leaking air and was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.